Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. Force was used and the proximal shaft separated outside the patient anatomy. The sds was easily removed and further dilatation was performed. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.